Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has no ac power and running on batteries only. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found that console was not seated correctly in cart. The fse reseated the console correctly and all functional and safety test were performed. All test passed and unit was returned to the customer.

Event description:
It was reported by the customer that before use the cardiosave intra aortic balloon pump (iabp) has no ac power, running on batteries only. There was no patient involved.